Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The report is being supplemented to provide a correction to the customer's allegation and the device evaluation. The device was returned for evaluation and the customer's allegation of an air/water flow issue was confirmed. The nozzle was found to be clogged with debris. A solid and translucent material which seem to look like a residue of cleaning agent that could not be removed and was clogging the nozzle. The evaluation also found that the bending section rubber glue was worn out, one light guide -rod lens is cracked, seat holder unit of the electrical connector is damaged, angulations are out of specification, and the biopsy channel is worn as coloring and scratched were noticed inside the channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus air/water flow issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.